Manufacturer narrative:
The sheath was returned after used to edwards lifesciences for evaluation. The device was visually inspected, and the following were observed: slight bend on sheath; sheath tip and sheath shaft expanded as designed; liner delamination and sheath shaft damage confirmed - circumferential delamination approximately 1.5¿ in length. Liner bunched near distal tip and observed hdpe strand formation; c marker attached to liner; soft tip damage; scratches along the sheath shaft. Due to the condition of the returned device, dimensional and functional testing for this complaint could not be performed. The complaint was confirmed visually. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, sheath expansion testing was performed during product verification (pv) on finished devices from the work order under a sampling basis. All testing passed specification. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review was performed and revealed no additional similar complaints for sheath distal tip liner delamination and sheath shaft damaged. A review of complaint history from april 2019 to march 2020 revealed additional returned similar complaints. The complaints were confirmed but no manufacturing issues were identified during evaluation. Available information suggests that patient/procedural factors may have contributed to the report event. A review of the complaint history revealed that the occurrence rate did not exceed the march 2020 control limit for the trend category. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip liner delamination and sheath shaft damaged were confirmed based on visual inspection of the returned device. However, no manufacturing non-conformities were able to be identified. A review of the manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported events. Based on applicable DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training manual deficiencies were identified. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Per the visual inspection, there were scratches along the body of sheath shaft. Scratches on the sheath shaft are indicative of sheath interaction with access vessel calcification. If calcification interact with the sheath during the device insertion/ retraction, it can lead to sheath shaft damage and resulted in the observed hdpe strand formation. Per report, ¿during a tavr procedure, upon removal of the delivery system, there was difficulty withdrawing the balloon into the sheath.¿ subsequently, ¿the device was getting caught at the distal tip and inverted the inner lining and pulled the radiopaque marker into the sheath¿. It is likely that excessive force and manipulation was applied to the system in order to overcome the reported resistance during withdrawal resulted in the observed delamination of the sheath liner. While a definitive root cause is unable to be determined, available information suggests that procedural factor (excessive force/ manipulation during delivery system retrieval difficulty) may have contributed to the liner delamination, and patient factors (vessel calcification) may have contributed to sheath shaft damaged. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation and the control limit did not exceeded the applicable trend category, product risk assessment escalations, and corrective/preventative actions are not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transcatheter aortic valve replacement (tavr) procedure, upon removal of the delivery system, there was difficulty withdrawing the balloon into the sheath. The delivery system was removed. An 18fr dilator was inserted to remove the sheath.  During removal of the sheath, the radiopaque marker was inverted.  There system was able to be withdrawn with no injury to the patient.  Per report, the device was getting caught at the distal tip and inverted the inner lining and pulled the radiopaque marker into the sheath.